Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer's blood glucose was 103 mg/dl at the time of incident. The customer reported that they had high blood glucose of 417 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.